Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026 during follow up transthoracic echocardiogram (tte), it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the septal leaflet. It was noted that there was leaflet damage.